Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed multiple call service 012/052/054 alarms. The battery compartment was cracked alongside the pump. No damage was found to the battery cap. The battery cap attached smoothly to the pump. The pump powered up with auditory and vibratory alarms to a blank display. A test display was installed and remained blank. The slave processor was unable to be programmed via the infrared window. The pump was opened to find no damage to the power circuit or evidence of moisture.